Manufacturer narrative:
It was later stated by the getinge field service engineer (fse), that after a call with the client, it was stated that it is an accessory that is not working correctly, and that the cs300 was working correctly with the ECG cables of other equipment and that the or was closed without hours or materials.

Event description:
N/a

Event description:
It was reported that during a routine checkup, the cs300 intra-aortic balloon pump (iabp)echocardiogram cables do not work correctly. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.